Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that insulin squirted out during the manual prime and the circle on the body of the insulin pump is sticking out. He is unable to rewind during prime loop. Troubleshooting for the insulin pump was performed. The customer disconnected the device. Customer was advised to hold act button until they receive second series of beeps and/or numbers appear on the display. The numbers did not appear on the screen and no beeps were heard. Found no liquid exposures. Drive support is sticking out. Blood glucose level is 215 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.